Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, the passer would not catch the suture, the metal like piece was noticed by image, and it was found that the top of the jaw was bent and broken. The surgeon gave the patient general anesthesia again, the broken piece was removed successfully. No back up device was available and no significant delay was reported.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument show no manufacturing abnormalities. The shaft of the instrument is slightly bent but not compromised. The device was returned with a broken self capturing trap in a plastic bag; the tip of the device is bent/damaged as reported; during functional evaluation the top jaw was closed as intended and by squeezing the lever however the needle could not be deployed as specified cause of the damage of the tip of the instrument; the complaint was verified but the root cause could not be determined with certainty. Potential root causes are as follows (1) excessive force. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.